Event description:
It was reported by repair work order that there were no bed functions due to the lockouts being activated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.